Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications nor injuries reported, and the patient condition was good post-procedure.